Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with an amia automated pd set with cassette; further described as the patient line could not be disconnected from the navy blue tip (female connector) of the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A partial tube was returned with the patient connector and a white clamp (device tubing was cut). Visual inspection did not identify any abnormalities, that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function tests were performed with no issues noted. The connection between the patient connector and transfer set was performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.